Event description:
Related to MFR report numbers: 2183959-2014-00317 and 2183959- 2014-00316. It was reported that during the attempt to implant a sparc sling system the trocar of the sparc was placed into the bladder neck; the operation was aborted and the bladder neck repaired. The patient later saw another doctor and a non-ams retropubic sling was implanted and the patient is doing well.